Event description:
Customer reports that he obtained results of 480mg/dl and 127mg/dl on the same device within 2 mins. No action was taken based on device results. No adverse event reported and no treatment received. No qcs were used. Requested return of suspect device and replacement was sent.